Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available

Event description:
Screws were not torqued. Additional information: skyline plate and 6 screws were originally implanted on (B)(6) 2016. The cam locks on plate were not locked in original procedure. At the beginning of (B)(6) surgeon discovered that some of the screws were starting to back out. On (B)(6) 2017, 3 out of the 6 original screws were removed and replaced. The plate and other 3 screws were not removed, and all cam locks were locked. The revision procedure lasted a total of 30 minutes.